Event description:
A 3.5 titanium locking screw broke while plating the patient's distal humerus. The part of the screw remained in the bone. Surgeon decided to leave the broken screw because trying to remove it would cause more harm than good.